Manufacturer narrative:
Device is a combination product. Promus elite us mr 12 x 2.75mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 21.4cm distal to the distal end of the strain relief, with slight bending noted on both sides of the break site. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found a polymer extrusion kink 22.5cm proximal to the device tip. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06jan2020. It was reported that shaft break at a portion of the device that would not entered the patient. The target lesion was located in the very tortuous and mildly calcified distal left anterior descending artery. A 12 x 2.75 promus elite drug-eluting stent was advanced for treatment. When the device was about to deliver, the shaft broke about 60mm from the hub. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a hypotube break 21.4cm distal to the distal end of the strain relief which could enter the patient's body.